Manufacturer narrative:
Additional information provided in a.1., d.4., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check without further energy check on that day. The reported treatment was the only procedure done on the event day. The log file shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The logfile shows vacuum one time was around one minute fifteen seconds. The vacuum two time was around fifty-one seconds. And the duration of the docking process was around. The surgeon missed vacuum one once. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressing the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause could be identified. The system was working within specification. The root cause is user handling. The reported product was received without blister, showing the complaint number on the package. Visual inspection of the applanation cone with a photomicroscope shows scratches, debris, dried liquid on the applanation surface and signs of a shot flap. On the side of the applanation cone and inside of the tubing system liquid residues can be identified, which can be an indication for pseudo suction. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturer as patient interface was not originally closed. It is unclear whether there were debris on the applanation surface before docking or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturer as patient interface was not originally closed. Functional inspection of the patient interface on the system shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The dimensions of the received applanation cone were measured with an optical measurement system. It was found that all measured values were within specifications, with a surface evenness of one point two microns. The docking of the patient interface on a rubber test eye was performed without issue, and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring, but no lack of suction or instable suction could be reproduced. The reported malfunction could not be reproduced during testing. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the foot pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the irradiation of the flap, the docking between the patient¿s eye and the patient interface being aspirated were removed and become disengaged. As a result, the system stopped and the surgery was discontinued during refractive surgery. No adverse health effects have been reported in the patient at this time.